Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) viewer and installed new viewer covers to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported an error indicated an issue with the 3d viewer force sensor on the right side, and the site had already performed a hard cycle of the surgeon side console (ssc), which did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
The surgeon side console (ssc) viewer was returned and evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 464 had occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and viewer functioned as designed. Power cycled several times and system received no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
Refer to h11 for follow-up information.